Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pulmonary edema and stenosis, as listed in the multi-link 8 coronary stent systems (css) instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that the procedure was performed on (B)(6) 2021, treating a lesion in the mid left anterior descending (lad) artery and a target lesion in the distal circumflex (cx). The 3.0 x 38 mm multi-link 8 stent was implanted in the mid lad. A 3.0 x 12 mm multi-link 8 and a 3.0 x 15 mm multi-link 8 were implanted in the distal cx. On (B)(6) 2022, the patient experienced orthopnea, edema, oliguria, wheezing and cough. The patient presented to the emergency room and was diagnosed with acute heart failure with pulmonary congestion and coronary artery disease. Medication was administered. Catheterization was performed on (B)(6) 2022 and in-stent restenosis was noted in the 3.0 x 38 mm multi-link 8 stent. Angioplasty was performed using a non-abbott drug-coated balloon. On (B)(6) 2022, the event resolved without sequela. No additional information was provided.